Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal bleeding, pelvic and flank pain, recurrent urinary tract infection, vaginal discharge, dysuria, mixed urinary incontinence, urgency, frequency, and nocturia. It was reported that patient underwent cystoscopy with bilateral retrograde pyelogram and pelvic exam due to mixed urinary incontinence, recurrent urinary tract infection and urinary frequency on (B)(6) 2015 by (B)(6) md.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (b)(60 2010, and a mesh was implanted, concurrently with a lysis of adhesions of the left adnexa, excisional biopsy of left crural fold skin tag, due to sui, skin tag of left crural fold and dyspareunia. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. No additional information was provided.